Event description:
This was a cardiac lead removal case conducted in the cathlab to remove a mdt fidelis 6949 ICD from the rv due to malfunction (30 inappropriate shocks). The physician unsuccessfully attempted to unscrew the lead, so the lead was cut and an lld-ez locking stylet was inserted. Using a 14fr slsii laser sheath, the physician lased down to the innominate svc turn. Progress was slow, but steady. After lasing around the turn down into the svc, a minimal bp drop was noted (from 115 to 92). The heart border was moving normally as noted by fluoro. The anesthesiologist gave a drug which elevated the pressure. The laser extraction resumed, and again after a couple minutes, a severe drop in blood pressure (52). The heart border was noted not to be moving on fluoro. The surgeon was called and CPR was commenced. Blood was ordered from the blood bank, and arrived in approximately 15 minutes. The surgeon arrived in 3 minutes. A pericardiocentesis had been initiated, but the surgeon directed that the patient be transported to the or to initiate bypass. The patient was transported and the chest opened a total of 15 minutes after injury. Bypass was initiated approximately 25 min after the injury occurred. The tear was realized in the svc, right after the turn from the innominate, where lasing had been done at the time of injury. The leads were noticed to be severely adhered to the wall of the vessel. The tear was repaired and the lead was capped and left in place with the lld inside. The patient was stabilized, and has subsequently been released from the hospital. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.